Event description:
It was reported that this right ventricular (rv) lead was explanted due to a lead dislodgement. The patient with this rv lead is pacer dependent and the dislodgement caused loss of capture (loc). High capture threshold, pauses in pacing were noted that caused a syncopal episode and the patient was admitted in the emergency room (ER). Subsequently, this rv lead was successfully explanted and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure. At this time, this product has not been returned for analysis.